Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered the morning after treatment was completed and during tx complete - step 9 remove cassette as the patient removed the cassette. Fluid was found inside of the cassette door and in the pump module area and on the external of the cassette. The cassette door was also reportedly leaking. The cycler also prompted with multiple m31 air detected in cassette alarms during the treatment and fluid was not seen during treatment. The film on the back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals and stated they were to revert to manuals to complete treatment. The patient was advised not to use the cycler until the next day treatment and to follow-up with the peritoneal dialysis registered nurse (pdrn) regarding treatment. The patient was advised to call back if any issues with the cycler were encountered. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered the morning after treatment was completed and during tx complete - step 9 remove cassette as the patient removed the cassette. Fluid was found inside of the cassette door and in the pump module area and on the external of the cassette. The cassette door was also reportedly leaking. The cycler also prompted with multiple m31 air detected in cassette alarms during the treatment and fluid was not seen during treatment. The film on the back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals and stated they were to revert to manuals to complete treatment. The patient was advised not to use the cycler until the next day treatment and to follow-up with the peritoneal dialysis registered nurse (pdrn) regarding treatment. The patient was advised to call back if any issues with the cycler were encountered. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.